Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated this patient presented to the emergency room as they received two inappropriate shocks. A magnet was applied and therapy was programmed off. A revision procedure was then scheduled for the following day. The physician attempted to implant a new lead, but was not successful. The patient was occluded on both the right and left side. The patient was placed in a life vest and was referred to another facility for an extraction. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated this ICD was now explanted and the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited spikes in pace impedances. The impedances had been stable between 500-600 ohms until values spiked in (B)(6) 2017 to 1332 ohms. The values were stable until (B)(6) 2017 when they spiked again to 1107 ohms, then again a month later to 1884 ohms. At this time, the values spiked to out of range values of greater than 2500 ohms. The patient was brought in for further evaluation. During the check, the values were stable at 678 ohms and there was no noise or out of range values even during isometrics and pocket manipulation. As the patient paces very little, the health care professional decided the patient would continue to be monitored. At this time, the rv lead and existing implantable cardioverter defibrillator remain in service. No adverse patient effects were reported.